Event description:
It was reported that the right atrial (ra) lead was undersensing. The lead was already programmed to the most sensitive setting. The lead remains in use. No patient complications have been reported as a result of this event.